Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified shunt in a heavily tortuous vessel in the arm below the elbow. The 4.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion; however, the bdc did not fully inflate and was removed without reported issue. After withdrawal, the bdc was pressurized and no leak was noted in the balloon, thus a shaft leak was suspected, but not confirmed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 4.0mmx40mmx80cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no additional incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.